Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation/perforation (fallopian tube)') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure procedure and ablation performed on same day". The patient's medical history included bleeding on (B)(6) 2014, hernia (surgery) in 2012, cholecystitis in 2010, obesity, gerd, arthritis, joint pain, depression, hypothyroidism, bacterial infection and cesarean section. Previously administered products included for an unreported indication: lessina from 2000 to (B)(6) 2015. Concurrent conditions included acne since 2016 and hypothyroidism since 2007. Concomitant products included ethinylestradiol;levonorgestrel (lessina) since 2000 to (B)(6) 2015, gabapentin since 2017, levothyroxine sodium (synthroid) since 1999, spironolactone from 2016 to 2019 and thyroid (armour thyroid) since 2007. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("vaginal bleeding"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhoea (cramping)"), pelvic pain ("pelvic pain / chronic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vaginal infection"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine"), nervous system disorder ("neurological disorder"), gastrointestinal disorder ("gastrointestinal disorder"), abdominal distension ("bloating"), memory impairment ("forgetfulness"), fibromyalgia ("fibromyalgia") and allergy to metals ("allergic or hypersensitivity reaction type: nickel allergy") and was found to have weight increased ("weight gain"). The patient was treated with surgery (sapling. (Bilateral) and on 2016 hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, abdominal pain, dyspareunia, menorrhagia, vaginal infection, urinary tract disorder, weight increased, migraine, nervous system disorder, gastrointestinal disorder, abdominal distension, memory impairment, fibromyalgia, vaginal haemorrhage and allergy to metals outcome was unknown and the dysmenorrhoea, pelvic pain, bladder disorder, fatigue and alopecia had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, fibromyalgia, gastrointestinal disorder, memory impairment, menorrhagia, migraine, nervous system disorder, pelvic pain, urinary tract disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2014 and (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.9 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Imaging procedure - on (B)(6) 2015: essure confirmation test (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2019: pfs and medical record received: new event fibromyalgia, reporter information, other relevant history, lab data and concomitant product. Were added. On 17-oct-2019: pfs and medical record received: new event vaginal bleeding & nickel allergy , reporter information, other relevant history and concomitant product. Were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhoea (cramping)"), pelvic pain ("pelvic pain / chronic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vaginal infection"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine"), nervous system disorder ("neurological disorder"), gastrointestinal disorder ("gastrointestinal disorder"), abdominal distension ("bloating") and memory impairment ("forgetfulness") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, dysmenorrhoea, pelvic pain, abdominal pain, dyspareunia, menorrhagia, vaginal infection, bladder disorder, urinary tract disorder, fatigue, alopecia, weight increased, migraine, nervous system disorder, gastrointestinal disorder, abdominal distension and memory impairment outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal disorder, memory impairment, menorrhagia, migraine, nervous system disorder, pelvic pain, urinary tract disorder, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2015: essure confirmation test (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: pfs received. Previously reported event "injury" was updated to dysmenorrhoea (cramping). Events; fallopian tube perforation, migration, pelvic pain / chronic pain, abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), vaginal infection, bladder problem, urinary problem, fatigue, hair loss, weight gain, migraine, neurological disorder, gastrointestinal disorder, bloating, forgetfulness were added. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.